Event description:
Following an attempted tuna procedure, the pt was noted to have excessive bleeding. The cause of the bleeding was not known and the pt was hospitalized. The bleeding resolved and the pt was discharged from the hospital.